Event description:
A consumer reported that they experienced irritation, tearing and severe pain in their left eye in 2004 associated with a few days of wear of focus night and day lenses. Purchase history from eye care facility of 2 boxes in jan. 2004 and dispensing of only one lens for right eye in 7/2004. They were referred to speciliast by gp for treatment in 07/2004. Medical records from the treating physician state pt took lens out night before and after work and tried to wear again in a.m., but has not had lenses in 3-4 days. Consumer reported cleaning their lenses with renu mps. Diagnosed contral ulcer with associated iritis, os. Pt unsure of how old current pair of lenses were. Culture performed. Aggressive treatment & follow up schedule begun. Pre-event acuity unk with preexisting history of cataract, os. Corrected visual acuity at 8/2004 visit reported as 20/50+2 pinhole. Event resolving with scar remaining at 8/2004 visit with scheduled follow up in 2 weeks noted. Consumer reported during 10/2004 conversation that they have been released to resume lens wear, but that ecp did not recommend it and was scheduled for one more follow up visit. No further info is available at this time.